Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to verify missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that customer's insulin pump had a partial display. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.